Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was oversensing on the rv lead. It was also noted the impedance was decreasing and threshold was increasing. Unipolar pacing also elicited pocket stimulation. No further patient complications have been reported as a result of this event.